Event description:
Pt admitted to hosp for removal of bilateral breast implants and periprosthetic capsules secondary to bilateral ruptured silicone breast implants. At the time of surgery, it was noted that there was leakage of silicone through the capsule in multiple areas. These breast implants had been placed in 1969. MFR unk. Pt authorized hosp to dispose of surgically removed breast implants.